Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The patient underwent the ascend tsa surgery on (B)(6) 2018. Humeral dislocation and a recurrence of rotator cuff tears occurred in (B)(6) 2019 and the patient still complains of pain. A revision surgery is scheduled on (B)(6) 2019.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Surgery on (B)(6) 2019: allogeneic bone was implanted (all prosthetic components remained implanted) information provided on (B)(6) 2019: a revision surgery to reverse shoulder arthroplasty was performed on (B)(6) 2019 with removal of all the components implanted in (B)(6) 2018.